Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with heavy calcification and heavy tortuosity. The 3.5x28mm xience skypoint stent delivery system (sds) had resistance with the anatomy and failed to cross the lesion. Resistance was met with the lesion during removal. A non-abbott stent was used to continue the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. E1 - address 1 updated from: (B)(6) to: (B)(6).

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with heavy calcification and heavy tortuosity. The 3.5x28mm xience skypoint stent delivery system (sds) had resistance with the anatomy and failed to cross the lesion. Resistance was met with the lesion during removal. A non-abbott stent was used to continue the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the device was removed independently. No additional information was provided.